Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was unable to be interrogated and the ICD did not tone when a magnet was placed over it. It was noted that the patient has been lost to follow-up and has not been seen in three-plus years. The ICD remains in use. No patient complications have been reported as a result of this event.